Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, wear abrasion, a curved opening on posterior, and crystalline gel. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp crease opening on posterior, stress marks, and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment was a sharp crease opening on posterior due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.